Event description:
It was reported to target that during the procedure the guidewire perforated the catheter. There were no complications to the pt, the physician changed to a new spinnaker catheter and completed the procedure.